Event description:
It was reported that while using the surgical fiber during a prostate procedure, the laser beam was observed to begin blinking at 32,425 joules of use. The case was completed using a second fiber. There was no injury reported. This report is for the second fiber.

Manufacturer narrative:
Fiber and cap refer to thermal problem. Fiber analysis: the fiber's glass cap was found to be fractured and partially detached; the fiber broken distal to the fiber/cap fusion zone. The metal cap showed signs of char and detritus. There was no indication or report of any part of the device remaining inside the pt. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device failure was determined to be heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure.